Manufacturer narrative:
The device was not returned even after multiple attempts. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including damages to either the alarm sensor receptacle or the sensor rj-11 clip. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit with the receptacle, allowing for movement to affect the function. Likewise, with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. Without the return of the device, the reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Referenced manufacturer file #(B)(4).

Event description:
Customer is reporting 5 alarms that are having issues regarding no sound. Button needs to be pushed twice to reset. One alarm resulted in a patient fall. The date the issue was discovered is unknown.